Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to get the syringe through the septum when filling multiple cartridges during the load sequence. Additionally, it was reported multiple occlusion alarms occurred. Customer changed the cartridge to resolve the issue. No impact to the customer¿s blood glucose.